Event description:
It was reported that after 132,926 joules while using the side-firing surgical fiber during a prostate procedure, greatly diminished tissue vaporization and aiming beam firing straight out of the fiber (forward-firing) were observed. The procedure was completed using a second surgical fiber. Patient outcome: "ok"- there was no injury reported.

Manufacturer narrative:
Follow-up # 1 is to be checked as device evaluation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits moderate charred detritus adhesion. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.